Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low level failure alarm or insulin pump error alarms noted during testing however, hardware low level failure alarm (variable 3) and insulin pump error confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarms. Blood glucose was unknown. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Self test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.